Event description:
The facility's biomed engineer found that the device would not alarm for downstream occlusion during routine preventive maintenance testing. The device had been sitting in storage for a while prior to this testing and the biomed engineer was testing it for proper operation prior to putting it back into svc. The biomed reportedly ran the device for nearly 4 hrs with the line occluded and no fluid was delivered and no alarms occurred. The device was sent for svc after this situation. The facility has no reports of any pt injury or medical intervention related to this device.